Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ECG baseline was thick. There was no allegation that they were unable to acquire the ECG waveform nor was there any indication of a pads ECG issue. There was no pt involvement.